Event description:
Additional information was received from a healthcare provider via a company representative who reported that the severed catheter led to csf (cerebrospinal fluid) leaking into the pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025-12-2 product type catheter. H3: 8780 - analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the perfo rmance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-nov-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via company representative regarding a patient with an implantable pump containing prialt/z iconotide (25.0 mcg/ml at 2.698mcg). It was reported that the patient had a leak in her pump pocket. The patient described having a headache that was positional in nature. The patient denied any reports of injuries that may have contributed to the issue. A pocket exploration was done and the catheter was found to be in 2 pieces at the collet site. Patient elected not to have the catheter revised. The pump and pump segment of catheter were explanted today. The spinal segment was tied off and remains implanted resolving the issue at the time of this report.